Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate potential noise from a recent electrocardiogram (egm). Ts confirmed that the signal was consistent with a fast ventricular arrhythmia rather than noise. Additionally, all right ventricular (rv) lead parameters were stable and in-range. Nevertheless, troubleshooting options were provided for assessing the lead integrity in-clinic. However, upon a further egm review, an instance of over-sensing and later under-sensing were noted from this implantable pacemaker. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.